Manufacturer narrative:
(B)(4).

Event description:
It was later reported that an xray showed that the lead had pulled back and was undersensing due to this dislodgement. The lead was explanted and replaced.

Manufacturer narrative:
Product event summary (B)(4): the distal portion of the lead was returned, analysis was performed and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth and visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the ventricular lead was undersensing. The physician expressed concern over the performance of the lead due to the diminished rwave since implant. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 5086 implantable pacing lead 2012 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.